Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The device was found not to be within estimated longevity. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance tests were performed and a high hybrid current was seen. All other tests were normal. The high current was found to be the cause of the battery depletion, confirming the reported event. The high current was due to a hybrid current leakage. Although the cause of the leakage was unable to be determined, the high current was low enough that it did not affect device function. A device history record review was performed and there was no indication that a manufacturing related issue had occurred. The products have been manufactured according to specification and successfully passed all quality related testing.